Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal left circumflex with moderate tortuosity, heavy calcification and 99% stenosis, an intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion due to the calcification. A 2.5x15 rx trek dilatation catheter was advanced without resistance to the target lesion and inflated; however, on the first inflation at 12 atmospheres the balloon ruptured. The 2.5x15 rx trek dilatation catheter was withdrawn from the patient's anatomy without resistance. A 2.25x15 nc trek was used for dilatation and a 2.5x23 xience prime stent was implanted and the procedure was successfully complete. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.